Event description:
It was reported that the patient used to receive benefit and actively enjoy wearing/ using her devices. Two years ago, the patient started to refuse to wear the external devices and became very difficult to test. The patient was reimplanted on (B)(6) 2014.

Manufacturer narrative:
Not available for this device. The device was explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.